Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient was discharged on (B)(6) 2010 with no issues. The patient experienced a recurrence of the hernia on an unknown date. The patient is scheduled for reoperation in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.